Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain ("severe pelvic pain"), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("abnormal menstrual pain"), abdominal pain lower ("severe abdominal cramping"), dyspareunia ("pain during intercourse"), back pain ("severe back pain,"), vaginal discharge ("vaginal discharge"), allergy to metals ("nickel allergy"), dysgeusia ("metal taste in mouth"), arthralgia ("joint pain"), myalgia ("muscle pain"), feeling abnormal ("brain fog"), anxiety ("anxiety"), mood swings ("mood swings"), fallopian tube spasm ("spasms of the fallopian tubes"), fatigue ("fatigue") and sinusitis ("reoccurring sinus infections"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy performed essure was removed). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, abdominal pain lower, dyspareunia, back pain, vaginal discharge, allergy to metals, dysgeusia, arthralgia, myalgia, feeling abnormal, anxiety, mood swings, fallopian tube spasm, fatigue and sinusitis was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, arthralgia, back pain, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, feeling abnormal, mood swings, myalgia, pelvic pain, sinusitis and vaginal discharge to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device/migration of essure device location of device: uterus,"), device expulsion ("migration of essure device location of device: uterus,") and uterine haemorrhage ("abnormal uterine bleeding") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation was performed with essure placement" on (B)(6) 2012. The patient's concurrent conditions included hives, dysplasia, low grade squamous intraepithelial lesion and human papilloma virus infection. Concomitant products included levonorgestrel (mirena). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia"). In 2012, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), anxiety ("anxiety/psychological or psychiatric problems condition: anxiety") and mood swings ("mood swings/hormonal changes describe: mood swings"). In (B)(6) 2012, the patient experienced headache ("migraines / headaches") and migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("abnormal menstrual pain/dysmenorrhea (cramping),") and fatigue ("fatigue"). In 2013, the patient experienced dysgeusia ("metal taste in mouth"), feeling abnormal ("brain fog/brain fog") and fallopian tube spasm ("spasms of the fallopian tubes"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required) with pelvic pain and abdominal pain lower and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain,"), vaginal discharge ("vaginal discharge"), allergy to metals ("nickel allergy") with rash, arthralgia ("joint pain"), myalgia ("muscle pain"), sinusitis ("reoccurring sinus infections"), weight fluctuation ("weight gain / loss") and investigation noncompliance ("she did not undergo an essure confirmation test"). The patient was treated with alprazolam (xanax), ibuprofen (motrin), ibuprofen (advil), surgery (hysterectomy with bilateral salpingectomy performed essure was removed), surgery (hysterectomy, b/l salpingectomy) and surgery (ablation, (B)(6) 2012). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, uterine haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, back pain, vaginal discharge, dysgeusia, feeling abnormal, anxiety, mood swings, fallopian tube spasm, fatigue, vaginal haemorrhage, headache, migraine, weight fluctuation, menorrhagia and investigation noncompliance had resolved and the allergy to metals, arthralgia, myalgia and sinusitis was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, back pain, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, feeling abnormal, headache, investigation noncompliance, menorrhagia, migraine, mood swings, myalgia, sinusitis, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: the essure devices were placed into the ostia bilaterally. 10 coils were exposed on right and 3 coils were exposed on left. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as did not undergo an essure confirmation test, abnormal bleeding (vaginal, menorrhagia),weight gain / loss, migration of essure device location of device: uterus, abnormal uterine bleeding, novasure ablation was performed with essure placement. Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. On 28-feb-2018: fu2+fu3 processed together. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of device expulsion ("migration of the essure device/migration of essure device location of device: uterus,"), the second episode of device expulsion ("migration of essure device location of device: uterus,"), uterine haemorrhage ("abnormal uterine bleeding"), metal poisoning ("essure metal coins have been poisoning my body") and abdominal pain ("severe abdominal pain") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation was performed with essure placement" on (B)(6) 2012. The patient's concurrent conditions included hives, dysplasia, low grade squamous intraepithelial lesion and human papilloma virus infection. Concomitant products included levonorgestrel (mirena). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia"). In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), anxiety ("anxiety/psychological or psychiatric problems condition: anxiety") and mood swings ("mood swings/hormonal changes describe: mood swings"). In (B)(6) 2012, the patient experienced headache ("migraines / headaches"), migraine ("migraines / headaches") and weight increased ("weight gain"). In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormal menstrual pain/dysmenorrhea (cramping),") and fatigue ("fatigue / tired for almost 3 years"). In (B)(6) 2013, the patient experienced feeling abnormal ("brain fog/brain fog"). In (B)(6) 2013, the patient experienced dysgeusia ("metal taste in mouth") and fallopian tube spasm ("spasms of the fallopian tubes"). On (B)(6) 2016, the patient experienced the first episode of device expulsion (seriousness criteria hospitalization and intervention required) with pelvic pain and abdominal pain lower and the second episode of device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), metal poisoning (seriousness criterion medically significant), back pain ("severe back pain,"), allergy to metals ("nickel allergy") with rash, arthralgia ("joint pain"), myalgia ("muscle pain"), sinusitis ("reoccurring sinus infections"), investigation noncompliance ("she did not undergo an essure confirmation test") and depression ("depression"). The patient was treated with alprazolam (xanax), ibuprofen (motrin), ibuprofen (advil), surgery (hysterectomy with bilateral salpingectomy performed essure was removed), surgery (hysterectomy, b/l salpingectomy), surgery (ablation, (B)(6) 2012) and surgery (bilateral salpingectomy and total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the last episode of device expulsion, uterine haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, back pain, vaginal discharge, allergy to metals, dysgeusia, arthralgia, myalgia, feeling abnormal, anxiety, mood swings, fallopian tube spasm, fatigue, sinusitis, vaginal haemorrhage, headache, migraine, weight increased, menorrhagia and investigation noncompliance had resolved and the metal poisoning and depression outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, feeling abnormal, headache, investigation noncompliance, menorrhagia, metal poisoning, migraine, mood swings, myalgia, sinusitis, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of device expulsion and the second episode of device expulsion to be related to essure. The reporter commented: the essure devices were placed into the ostia bilaterally. 10 coils were exposed on right and 3 coils were exposed on left. Diagnostic results: current weight: 215 lbs. Approximate weight at time of essure placement: 175 lbs. Most recent follow-up information incorporated above includes: on 30-may-2018: plaintiff fact sheet. Added event onset date and surgery treatment for abdominal pain (event was upgraded to medically significant). Updated onset date for feeling abnormal, dyspareunia, dysgeusia, mood swings , anxiety, vaginal discharge , fallopian tube spasm. Updated event "weight fluctuation' to "weight increased". Updated outcome from recovering to recovered for "allergy to metals", "myalgia", "arthralgia" and "sinusitis". On 21-jun-2018: information received from social media. Added event metal poisoning and depression. Updated as reported event for "fatigue". Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of the first episode of device expulsion ("migration of the essure device/migration of essure device location of device: uterus,"), the second episode of device expulsion ("migration of essure device location of device: uterus,"), uterine haemorrhage ("abnormal uterine bleeding"), metal poisoning ("essure metal coins have been poisoning my body") and abdominal pain ("severe abdominal pain") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation was performed with essure placement" on (B)(6) 2012. The patient's concurrent conditions included hives, dysplasia, low grade squamous intraepithelial lesion and human papilloma virus infection. Concomitant products included levonorgestrel (mirena). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia"). In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), anxiety ("anxiety/psychological or psychiatric problems condition: anxiety") and mood swings ("mood swings/hormonal changes describe: mood swings"). In (B)(6) 2012, the patient experienced headache ("migraines / headaches"), migraine ("migraines / headaches") and weight increased ("weight gain"). In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormal menstrual pain/dysmenorrhea (cramping),") and fatigue ("fatigue / tired for almost 3 years"). In (B)(6) 2013, the patient experienced feeling abnormal ("brain fog/brain fog"). In (B)(6) 2013, the patient experienced dysgeusia ("metal taste in mouth") and fallopian tube spasm ("spasms of the fallopian tubes"). On (B)(6) 2016, the patient experienced the first episode of device expulsion (seriousness criteria hospitalization and intervention required) with pelvic pain and abdominal pain lower and the second episode of device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), metal poisoning (seriousness criterion medically significant), back pain ("severe back pain,"), allergy to metals ("nickel allergy") with rash, arthralgia ("joint pain"), myalgia ("muscle pain"), sinusitis ("reoccurring sinus infections"), investigation noncompliance ("she did not undergo an essure confirmation test") and depression ("depression"). The patient was treated with alprazolam (xanax), ibuprofen (motrin), ibuprofen (advil), surgery (hysterectomy with bilateral salpingectomy performed essure was removed), surgery (hysterectomy, b/l salpingectomy), surgery (ablation, (B)(6) 2012) and surgery (bilateral salpingectomy and total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the last episode of device expulsion, uterine haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, back pain, vaginal discharge, allergy to metals, dysgeusia, arthralgia, myalgia, feeling abnormal, anxiety, mood swings, fallopian tube spasm, fatigue, sinusitis, vaginal haemorrhage, headache, migraine, weight increased, menorrhagia and investigation noncompliance had resolved and the metal poisoning and depression outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, feeling abnormal, headache, investigation noncompliance, menorrhagia, metal poisoning, migraine, mood swings, myalgia, sinusitis, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of device expulsion and the second episode of device expulsion to be related to essure. The reporter commented: the essure devices were placed into the ostia bilaterally. 10 coils were exposed on right and 3 coils were exposed on left. Diagnostic results: current weight: 215 lbs approximate weight at time of essure placement: 175 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality safety evaluation of product technical complaint. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.